Event description:
Called to clinic for a fire in the same day surgery dept found a small contained fire in a bio-hazard sharps container. The cause of the fire was determined to be a disposable surgical cautery tool. This device, when you remove the cap and depress the button heats the tip to approx 600 degrees f. This specific tool was not disposed of properly (snap tip off and replace cap). Reporter suggested to the MFR (mckesson/hboc) to have a more positive click for the cap. The cap just slides on and off like a pen cap.